Event description:
The patient wanted to make sure that they were using their patient programmer correctly because it was not ¿telling or showing¿ them anything. The patient reported no stimulation sensation. The patient synced with their implantable neurostimulator (ins) and stimulation had been turned off. The patient increased stimulation to 1.6 and was feeling stimulation. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.